Event description:
The reporter indicated the surgeon attempted to use a ks-ni2 aq310ain 18.5d preloaded injector. The lens got blocked/stuck in the injector while advancing the screw plunger. The lens rotated to the left and the rod passed on the right side of the lens and the lens become blocked in the injector. There is no patient contact. Cause of incident is unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No patient contact. (B)(4) - (lens stuck in injector); plunger override. Evaluation method: device work order search. Results: device work order search: a device work order search was performed and no similar complaint was found. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: conclusion: data analysis performed by staar japan determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. Claim #(B)(4).